Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter seperated and was left in the patient, had to be surgically removed. The following was recieved by the initial reporter: verbatim: the nurse reported that the patient was intubated under general anesthesia in the operating room on (B)(6). After the operation, the indwelling needle was pulled out and it was found that there was no front end of the catheter, and the front end of the trocar was left in the patient's body. It has been removed after timely surgery, and has not caused other effects for the time being.

Manufacturer narrative:
Our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the photos. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility.